Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. (B)(4). A partial UDI is being reported because the lot number was not provided. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported experience could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported as a general comment that the cath lab has experienced bleeding issues with starclose devices over the past month. The number of patients, devices used, puncture sites and method of achieving hemostasis was not provided. As the names of the physicians were not provided by the hospital, it is unknown if the physicians have been trained in the use of the starclose se device. No additional information was provided.